Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet connector would not lock onto the device during a supply change despite proper technique and attempts with two separate connectors, and the user was unable to secure the connector even without the cartridge inserted; this represents a fitting problem involving the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including video confirmation of correct insertion technique. Investigation of this case revealed a mechanical problem associated with the connector/coupler that prevented proper engagement. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.